Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause for this issue was not established. However, it is probably that the lens glue peeled off, because the device was subjected to physical stress (e.g., hitting/dropping at the distal end of the device. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ·important information ¿ please read before use_ warnings and cautions. Warning: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.

Event description:
It was further reported that issue was discover after an unspecified diagnostic procedure. The device did not cause any delays in the procedure and the patient was not under any general anesthesia at the time of the event. Furthermore, the procedure was completed using a similar device.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition, the following faults were identified: angulation in the up direction is out of specification/screen damage/scratch on lens/forceps angulation out of specification/lens are chipped and scratched, adhesive broken/corrosion at connector, lastly distal end shaved. The investigation is ongoing and a follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The field service engineer reported to olympus that during preparation for use guidewire on the evis lucera duodenovideoscope was not in place. Upon inspection and testing, the inside of lens was found dirty. The medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no patient harm, as a result of this event.